Manufacturer narrative:
This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147. No lot number was provided; therefore, device history record review could not be performed. Received samples are not sufficient (missing affected parts related to issues described in the complaint); therefore, visual and functional testing could not be performed. The root cause of the issue could not be determined. An internal corrective and preventive action has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. UDI and 510k number are unknown. No product information has been provided to date.

Event description:
It was reported of a deviation of diastolic measured values 20 mmhg different from non-invasive measured value. No patient injury was reported.